Manufacturer narrative:
Of note, the patient¿s ef was 20% at the time of the procedure. Anesthesia was unable to recover the patient blood pressure after bav with rapid pacing. This resulted in the need to initiate cardiopulmonary bypass, and ultimately convert to ECMO. Additional information received indicated the patient expired seven days post tavr. Per the medical records, ECMO was decannulated two days post procedure. The patient developed vasodilatory shock presumably from end stage heart failure. He also developed dic and severe lactic acidosis with progressive shock. He was supported with progressively increased doses of pressors. Pod6 the decision was made by the patient¿s daughter to continue full support until the patient¿s wife could get to the hospital. On the morning of pod7, the patient became bradycardic and then asystolic and a code blue was called. The patient was unable to be resuscitated and he was pronounced dead.

Event description:
During a transfemoral tavr procedure, the valve was deployed 30:70 aortic/ventricular. Post deployment the physicians were unable to visualize all 3 leaflets coapting by tee and there was central aortic insufficiency (ai). The decision was made to deploy a second valve. Initially, during the bav procedure the balloon jumped during inflation. The physician decided not to repeat the bav as the patient's pressure was very slow to recover. Anesthesia was unable to recover the patient blood pressure after bav. Bp was 53/45 with heart barely moving. The decision was made to go on cardiopulmonary bypass (cbp). Chest compressions were started as the team prepped for bypass. The patient stabilized on cpb. The access to the pigtail, however, was lost due to the arterial cannula that was used for bypass. The left radial artery was accessed for the pigtail catheter. The valve was placed in a 40:60 a/v position, however, upon initial inflation of the balloon, the valve moved aortic and the physician adjusted the valve more ventricular. Post deployment the pt had significant central ai. Per report, the first valve had been deployed about 30 minutes after the final crimp. The physician used a pigtail catheter to try and unstick a leaflet but the central ai did not improve. An aortogram was taken and the valve was noted to have been deployed in a more ventricular position than intended. The decision was then made to deploy a second valve. The second valve was deployed in a 50:50 position within the first valve. The post deployment echocardiogram showed revealed good results, the central ai had resolved and the three leaflets were coapting. The patient was attempted to be weaned from cpb and while bp remained stable, the patient¿s oxygen sats decreased to the mid 80's. The decision was made to convert the patient to ECMO and wean after the patient was more stable. The patient left the operating room on ECMO. Pod1 the patient remained on ECMO but would be weaning off later in the day. The native annulus measured 19mm by tee. The native annulus was severely calcified, the leaflets were moderately calcified and the aortic root was moderately calcified. The coaxial alignment of the delivery system and valve and image intensifier angle were reported as fair during deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition and valve regurgitation requiring intervention are known potential complications associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified or bulky calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, it is possible that both patient factors (i.e. Severely calcified native valve) and procedural factors (fair coaxial alignment of the delivery system and valve, fair image intensifier angle, and ventricular movement of the valve by the operator during deployment) could have contributed to the final ventricular position of the valve. The non functioning leaflet and subsequent central ai was attributed to either the 30 minute waiting period after the final crimp or the too ventricular position of the valve with native leaflet overhang. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.